Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) called our affiliate in (B)(4) to report that "two lenses were torn upon opening the sealed blister." The pt reported that "one lens made the eye hurt and had secretion on right eye." It is reported that the pt wore the lens for three days. The pt reported that the suspect product was discarded and the lot # is unknown. The pt reported that his/her wear schedule is every two months and he/she does not sleep in the lenses. The pt reported that he/she went to an eye care provider (ecp) who prescribed an eye drop maxitrol for seven days. The pt reported that he/she was instructed to use "2 drops every 4 hours and advised not to use the lenses for 20 days." The pt reported that the "ecp told the pt that he/she had a bacteria on his/her right eye due to the lens." The pt reported that the ecp also "advised pt to see him or another ecp before wearing any other lenses." On (B)(6) 2015 a call was made to the pt's treating ecp. A representative at the ecp's office reported that the pt "was attended by a clinical doctor at the emergency room on (B)(6) 2015. The ecp "did not conduct an eye examination at the slit lamp". "The ecp did not refer the pt to an ophthalmologist doctor at that time and prescribed maxitrol." No additional information was provided and no additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.